Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that end-user started using a skin barrier on monday. Started experiencing weartime issues and the stoma has started to bleed. Has had no output for the last couple of hours. Patient was advised to remove appliance right away. Update 9/19/2014: patient feeling much better since removal of the appliance. Had a large bowel movement on removal. Cut the hole at 32mm and no further bleeding or abdominal discomfort today-back to normal.